Manufacturer narrative:
Device is a combination product. (B5) describe event or problem updated. (H6) patient codes corrected from device fragments in patient (3165) to no consequences or impact to patient (2199).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and after removal, the distal part of the stent was found to be lifted. The was no segment remained inside the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that there was no missing/separated part of the device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and after removal, the distal part of the stent was found to be lifted. The was no segment remained inside the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.